Event description:
When the dual drive console (ddc) was switched from ac to battery power, the bottom module stopped functioning. The ddc was reconnected to ac power, the lights on the front panel of the bottom module came on, but the touch pad keyboard was inoperable. The pt was switched to a back-up driver. There was no reported effect on the pt. The unit was initially investigated and failure verified at the site. The 6vdc battery in the bottom module of the ddc was replaced which corrected the problem. The faulty battery was returned to thoratec europe, and visual examination showed fluid leakage from the battery. The battery will be returned to thoratec's mfg facility in ca, for further evaluation. Any necessary corrective action will be determined upon completion of the failure investigation.